Event description:
It was reported that the patient underwent a direct lateral interbody fusion at l2-l5 with a l2-l5 decompression and a l2-l3 laminectomy. It was reported that the set screw would not break off in the right l5 bone screw, it would only spin. Approximately five additional setscrews were used but had the same malfunction. It was noticed that the bone screw tulip had splayed. The bone screw was removed and replaced with a new screw. A new set screw was used and broke off properly in the bone screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.